Event description:
During a colon resection, md noted unfamiliar sound when eea stapler activated. Eea stapler was removed and examined by md to determine if it mis-fired. No determination could be made. Patient then underwent double barrel colostomy, unplanned, that added three hours to case. No evidence of staples was seen on x-rays. Verbal report given to manufacturer april 12, 1994.